Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. No intervention is being planned at this time.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explant to address the issue.

Manufacturer narrative:
A patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure was reported to abbott. As a result, the patient's ipg was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.